Event description:
During procedure, after getting ureteral stone in the disposable stone basket, the basket was stuck and would not disengage. Sales rep called, basket was taken apart and removed intact. Stone lasered. The patient remained in the hospital for observation and returned to emergency dept. Several days later for hematuria with evidence of ureteral injury.